Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient obtained the blood glucose result of 225 mg/dl on the reported meter which she claimed was inaccurately high compared to her expected values. The patient took no actions based on this reading. Afterwards, the patient experienced the symptoms of sweating and shaking. The patient administered self-treatment by consuming food and/or a drink; she did not seek any emergency medical attention. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated blood glucose reading on the reported meter and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.